Manufacturer narrative:
On 27-feb-2020, mentor received additional information regarding the replacement devices. The devices are two 450cc 450cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, right serial number: (B)(6), left serial #: (B)(6)). On 2-mar-2020, the suspected medical device was returned for evaluation. On 23-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, a crease was discovered in the posterior view. Additionally, a tear was noted in the anterior and extending to the posterior view within the crease, measuring approximately 16.0 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision augmentation with two 550cc mentor memorygel breast implant prostheses and experienced postoperative bilateral capsular contracture (left grade:ii, right grade: iii) and suspected right-sided rupture . A healthcare professional stated that the patient is experiencing symptoms for bilateral capsular contracture and also right-sided rupture is suspected. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right prosthesis.